Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was completed. The insulin exited. Explained to the customer the two high bg rule, and instructed customer to monitor bgs.